Event description:
A patient underwent a procedure to one vessel for a positive functional study for ischemia. The target vessel was a non-tortuous, 3.0mm mid rca with 90% stenosis.the donovo, 40mm lesion was moderately calcified.preprocedure diameter stenosis was 0%. Postprocedure timi flow was 3. Per report, angiographic success was achieved for this patient. Nine months later, the patient had pci for isr of the mid rca.it was treated with a cutting balloon and the placement of a taxus stent.